Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: does the surgeon believe the post-operative leak was due to ntlc or echelon? Please explain. => the leak site was not identified. What was the reason for going from an ntlc to echelon (open device to laparoscopic)? No further information is available. No further information will be provided.

Manufacturer narrative:
(B)(4)date sent: 04/07/2021 d4: batch # u5f097 h6: component code = mechanical (g04) h6: component code = others (g07) device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the left bearing detached, the right bearing was present and in position within the saddle pin and with a reload loaded. The reload was received fully fired. Further investigation shows that the shroud was noted the damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. Also, the bearing was returned inside of a plastic bag. In addition, the device was then tested with test reloads for functionality in the two (green-blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The device performed without any difficulties noted. The instructions for use contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. It should be noted that product failure is multifactorial. The damage on the shroud and the left bearing detached is consistent with improper use of the device. Please refer to the IFU for the proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was received: please clarify the procedure, it was listed as ¿unknown procedure¿ and ¿laparoscopic sigmoidectomy¿. Additional clarification is needed. =>laparoscopic sigmoidectomy. Did the patient have a post-operative leak, or did they have post-operative bleeding? =>the patient had a post-operative leak. Was there any quality issue experienced with the pcee60a/psee60a device? =>no further information is available. If yes, explain. Did the patient receive any preoperative chemotherapy or radiation? =>no further information is available. The site where the issue noted, what device was used at this site? =>ntlc75. What setting was used, blue, gold or green? =>no further information is available. How many times was the device fired? =>twice. Can you please clarify what is meant by, ¿it was found a looped part of the device was stapled with the staple?¿ =>a looped part fell off from the device and it was stapled on the tissue together. Were there any issues noted with staple formation? =>no further information is available. If so, please describe the shape and location. Please provide a timeline of the events ? => a looped part fell off from the device and it was staples on the tissue together at the 2nd firing. The device was replaced to pcee60a/psee60a to complete the resuture. After the surgery, leakage occurred. How long after the procedure was the leak/bleeding found? =>no further information is available. What healthcare professional fired the device and what is his/her experience with the device? =>no further information is available.

Manufacturer narrative:
(B)(4). Batch # u5f097. (B)(4). Additional information: the device was used outside the patient for suturing and dissection the colon. The procedure was not converted to an open procedure. It is unknown where leakage occurred from. It is unknown how bleeding stopped. It is unknown the patient's condition after the leakage. The device was replaced to the powered echelon 60 to cut the colon and anastomose. It is unknown which device was used pcee60a or psee60a. The staple line of the 1st firing by the ntlc75 were on the target tissue. The patient¿s condition is stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the procedure, it was listed as ¿unknown procedure¿ and ¿laparoscopic sigmoidectomy¿. Additional clarification is needed. Did the patient have a post-operative leak, or did they have post-operative bleeding? Was there any quality issue experienced with the pcee60a/psee60a device? If yes, explain. Did the patient receive any preoperative chemotherapy or radiation? The site where the issue noted, what device was used at this site? What setting was used, blue, gold or green? How many times was the device fired? Can you please clarify what is meant by, ¿it was found a looped part of the device was stapled with the staple?¿ were there any issues noted with staple formation? If so, please describe the shape and location. Please provide a timeline of the events ¿ how long after the procedure was the leak/bleeding found? What healthcare professional fired the device and what is his/her experience with the device? Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the left bearing detached, the right bearing was present and in position within the saddle pin and with a reload loaded. The reload was received fully fired. Further investigation shows that the shroud was noted the damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. Also, the bearing was returned inside of a plastic bag. In addition, the device was then tested with test reloads for functionality in the two (green-blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The device performed without any difficulties noted. The instructions for use contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. It should be noted that product failure is multifactorial. The damage on the shroud and the left bearing detached is consistent with improper use of the device. Please refer to the IFU for the proper handle of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing force was higher than expected at the 1st and 2nd firing. After that, it was found a looped part of the device was stapled with the staple. Echelon was used to complete the case. After the surgery, leakage occurred. The amount of the bleeding was unknown. No blood transfusion was required. No further information is available.